Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a vessel dissection occurred. The 90% stenosed and calcified lesion was located in the moderately tortuous mid left anterior descending (lad) artery. An atlantis sr pro2 was advanced to the lesion, however, the catheter was unable to cross the lesion. The physician decided to rotablate the lesion and set the platform speed of the rotalink plus atherectomy device containing an unspecified burr size to 180,000 rpm's. The physician made an initial run with the device and performed intra-vascular ultrasound (ivus). The physician then used a larger, unspecified sized burr from a second ablation and performed ivus. It was noted that there was a 2,000 rpm to 3,000 rpm drop in platform speed on each run. The 7fr mach1 fl3.5 guide catheter was placed "deeply to improve cross-ability" and an unspecified stent was implanted. Ivus and coronary angiography were performed which revealed a vessel dissection in the proximal lad. The physician advanced another manufacturer's balloon of unk size to post-dilate the stent. An unspecified 2.5mm x 3.0mm stent was successfully implanted to seal the dissection. The physician attempted to perform ivus again, however, the image did not appear. The physician attempted to re-connect the catheter, however, the image was again unable to appear and it was noted that the imaging cord was "wound up". The procedure was completed with another of the same device. The patient's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.